Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned on plastic sealed inside a non-company pouch. Solution was dried on the lens. The optic was cut into pieces, typical of damage created to remove a lens from the eye. The lens was cleaned with klrp (klotho-related protein) to further evaluate. One optic portion was cracked beginning at the optic edge. A scrape mark and a small split was also observed in this area along with a light crack in the rounded shape of the tip of an instrument used to grasp the lens. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge was used with a non-qualified viscoelastic. An unspecified company handpiece was used. Without the specific model of handpiece, it is unknown if a qualified model was used. The root cause for the reported complaint cannot be determined. There was no damage observed to either haptic. The lens was returned cut into pieces with additional optic damage observed near the edge. The completed questionnaire indicated the lens was cut and removed from the eye. The observed additional optic damage may have been created by the use of an instrument used to grasp the lens to remove from the eye. The company 20.5 diopter lens was removed and replaced with a company 19.0 diopter anterior chamber lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the lens found to be dislocated, lens was not broken or twisted. The lens had been cut and removed in a secondary procedure and the incision was not enlarged. Planned vitrectomy was performed. Capsular bag was not intact. There was unspecified patient impact (not mentioned). Additional information has been requested but is not available at the time of this report.